Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a patient presented with degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. Two mitraclips were implanted successfully on the anterior 2-posterior 2 leaflet. It was discovered greater than 91 days after the procedure, on (B)(6) 2025, the patient had recurrent mr due to disease progression of heart failure. The implanted clips were stable on both leaflets, and it was confirmed that there was no leaflet or chordal damage related to the implanted clips. There is not additional information provided for this procedure. It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart, heart failure, severe tricuspid regurgitation (tr), and a lateral posterior 2 flail leaflet for a secondary mitraclip procedure. There were difficulties with imaging due to a structure in the esophagus. A mitraclip xt was implanted successfully. A second mitraclip, an nt, was attempted to be implanted medial on the valve, but was unable to grasp the leaflets. The clip was removed and a mitraclip xt (40910a1104) was introduced. During pre-deployment establishing final arm angle (efaa), the clip was between 20 degrees and 25 degrees and continuously opened to 60 degrees going from the neutral knob position. Troubleshooting was performed by opening the clip to 120 degrees, relocking the clip and closing the arms, but was unsuccessful. The xt clip was removed. It was reported that there was tissue damage caused by the clip, which required another clip to be implanted. The final mitraclip xt was implanted successfully. It was reported that the first xt clip settled open to approximately 50 degrees. The final mr was grade 1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to operational circumstance. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported poor image resolution was due to a structure in the esophagus. There is no indication of a product issue with respect to manufacture, design, or labeling.